Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead impedance was out of range for some of the lead vectors, likely due to connection issue, i.e. That the lead pin is not fully inserted into the device header. It is unknown what the physician decided to do. Patient condition is unknown for the time being.